Manufacturer narrative:
Result: the orange coil sheath is ovalized approximately 7.0 cm from the distal tip. The pusher assembly is kinked approximately 5.0 cm from the proximal end. The pet-lock is still intact. Conclusion: the complaint has been evaluated. The complaint indicates that the coil could not be released into the catheter. Evaluation of the returned product revealed an ovalization in the orange coil sheath approximately 7.0 cm from the distal tip. It appears that the rhv was over tightened on the sheath, causing it to ovalize. This made the lumen of the coil sheath incompatible with the outer diameter of the coil therefore; the coil was trapped in the sheath and could not advance into the catheter. The kink in the proximal end of the pusher assembly was likely caused by repeated attempts to push the coil through the sheath against resistance. These devices are 100% inspected for damage during packaging and are 100% tested for compatibility with the orange coil sheath. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for embolization procedure using a penumbra coil 400, the physician noted that the coil couldn`t be released when trying to bring coil into catheter. The coil was not in the patient.